Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menometrorrhagia ('menometrorrhagia / abnormal bleeding (menorrhagia) / (bleeding b/w periods)') in an adult female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's medical history included cholecystectomy, anemia, uterine fibroid, gerd, vaginal bleeding, diverticulosis (colonoscopy in 2010) and vaginal delivery (two). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6)2010. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury"), anxiety ("mental anguish/ anxiety") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced iron deficiency anaemia ("anemia / bleeding was causing anemia"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), post procedural complication ("post procedural complication") and metrorrhagia ("metrorrhagia"). The patient was hospitalized from (B)(6)2013 to (B)(6)2013. The patient was treated with blood transfusion, auxiliary products, ferrous sulfate, ibuprofen (motrin), paracetamol (acetaminophen) and surgery (hysterectomy full on (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, genital haemorrhage and menorrhagia had resolved and the menometrorrhagia, iron deficiency anaemia, depression, anxiety, post procedural complication and metrorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping). Bleeding: metrorrhagia (bleeding b/w periods). Discrepancy noted in essure removal-in ppf it was reported that essure was removed, but as per plaintiff fact sheet (pfs): essure was not removed (currently planning: yes, no money and definite plans for removal) and as per medical records essure removal could not confirmed. Discrepancy noted for essure confirmation test conducted: no per pfs. Discharge letter (B)(6)2013: indication of transvaginal hysterectomy: menometrorrhagia, postoperative course completely uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram(B)(6) - on an unknown date: successful occlusion. Hysteroscopy - on (B)(6)2009: essure placement performed without difficulty. The left side revealed 1 coil showing. The right side revealed 3 coil showing. Investigation - on (B)(6)2013: findings post transvaginal hysterectomy and rectocele repair: 8 to 10-week enlarged fibroid uterus; status post essure, redundant cul-de-sac/ enterocele. Normal tubes and ovaries bilaterally. Pathology test - on (B)(6)2013: clinical history : menometrorrhagia. Final diagnosis : uterus 152 gm. Benign proliferative endometrium. Adenomyosis, diffuse. Mild chronic cervicitis. Gross description: 152 gm abdominal hysterectomy specimen with attached 3 x3.2 cm cervix. The uterine corpus measures 6 x5 x 4.5 cm. The adnexa are absent. The serosal surface is unmarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metrorrhagia and dysmenorrhea. Lot number: 20208778 manufacture date: 2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Added event post procedural complication. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menometrorrhagia ('menometrorrhagia / abnormal bleeding (menorrhagia) / metrorrhagia (bleeding b/w periods)') in an adult female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's medical history included cholecystectomy, anemia, uterine fibroid, gerd, vaginal bleeding, diverticulosis (colonoscopy in 2010) and vaginal delivery (two). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced iron deficiency anaemia ("anemia / bleeding was causing anemia"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with blood transfusion, auxiliary products, ferrous sulfate, ibuprofen (motrin), paracetamol (acetaminophen) and surgery (hysterectomy full on (B)(6) 2013. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and genital haemorrhage had resolved and the menometrorrhagia, iron deficiency anaemia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menometrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping). Bleeding: metrorrhagia (bleeding b/w periods). Discrepancy noted in essure removal-in ppf it was reported that essure was removed, but as per plaintiff fact sheet (pfs): essure was not removed (currently planning: yes, no money and definite plans for removal) and as per medical records essure removal could not confirmed. Discrepancy noted for essure confirmation test conducted: no per pfs. Discharge letter (B)(6) 2013: indication of transvaginal hysterectomy: menometrorrhagia, postoperative course completely uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful occlusion. Hysteroscopy - on (B)(6) 2009: essure placement performed without difficulty. The left side revealed 1 coil showing. The right side revealed 3 coil showing. Investigation - on (B)(6) 2013: findings post transvaginal hysterectomy and rectocele repair: 8 to 10-week enlarged fibroid uterus; status post essure, redundant cul-de-sac/ enterocele. Normal tubes and ovaries bilaterally. Pathology test - on (B)(6) 2013: clinical history : menometrorrhagia. Final diagnosis : uterus 152 gm. Benign proliferative endometrium. Adenomyosis, diffuse. Mild chronic cervicitis. Gross description: 152 gm abdominal hysterectomy specimen with attached 3 x3.2 cm cervix. The uterine corpus measures 6 x5 x 4.5 cm. The adnexa are absent. The serosal surface is unmarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metrorrhagia and dysmenorrhea. Lot number: 20208778 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received : essure removal date added. New event abnormal bleeding and its outcome added as recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and metrorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping). Bleeding:metrorrhagia (bleeding b/w periods), diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received; new events- abdominal, dysmenorrhea, metrorrhagia, psych injury and outcome resolved for event pain and bleeding were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menometrorrhagia ('menometrorrhagia / abnormal bleeding (menorrhagia) / metrorrhagia (bleeding b/w periods)') and iron deficiency anaemia ('anemia / bleeding was causing anemia') in an adult female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted." The patient's medical history included cholecystectomy, anemia, uterine fibroid, gerd, vaginal bleeding, diverticulosis (colonoscopy in 2010) and vaginal delivery (two). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced iron deficiency anaemia (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was hospitalized from (B)(6) 2013. The patient was treated with blood transfusion, auxiliary products, ferrous sulfate, ibuprofen (motrin), paracetamol (acetaminophen) and surgery (hysterectomy full on (B)(6) 2013). At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menometrorrhagia, iron deficiency anaemia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, iron deficiency anaemia, menometrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping). Bleeding: metrorrhagia (bleeding b/w periods). Discrepancy noted in essure removal-in ppf it was reported that essure was removed, but as per plaintiff fact sheet (pfs): essure was not removed (currently planning: yes, no money and definite plans for removal) and as per medical records essure removal could not confirmed. Discrepancy noted for essure confirmation test conducted: no per pfs. (B)(6) 2013: indication of transvaginal hysterectomy: menometrorrhagia, postoperative course completely uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful occlusion. Hysteroscopy - on (B)(6) -2009: essure placement performed without difficulty. The left side revealed 1 coil showing. The right side revealed 3 coil showing. Investigation - on (B)(6) 2013: findings post transvaginal hysterectomy and rectocele repair: 8 to 10-week enlarged fibroid uterus; status post essure, redundant cul-de-sac/ enterocele. Normal tubes and ovaries bilaterally. Pathology test - on (B)(6) 2013: clinical history : menometrorrhagia. Final diagnosis : uterus 152 gm. Benign proliferative endometrium. Adenomyosis, diffuse. Mild chronic cervicitis. Gross description: 152 gm abdominal hysterectomy specimen with attached 3 x3.2 cm cervix. The uterine corpus measures 6 x5 x 4.5 cm. The adnexa are absent. The serosal surface is unmarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metrorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and medical records received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and mental anguish were added. Updated psych injury to depression. Reporter and patient demography added. Medical history, lot number and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menometrorrhagia ('menometrorrhagia / abnormal bleeding (menorrhagia) / metrorrhagia (bleeding b/w periods)') and iron deficiency anaemia ('anemia / bleeding was causing anemia') in an adult female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's medical history included cholecystectomy, anemia, uterine fibroid, gerd, vaginal bleeding, diverticulosis (colonoscopy in 2010) and vaginal delivery (two). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced iron deficiency anaemia (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with blood transfusion, auxiliary products, ferrous sulfate, ibuprofen (motrin), paracetamol (acetaminophen) and surgery (hysterectomy full on (B)(6) 2013). At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menometrorrhagia, iron deficiency anaemia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, iron deficiency anaemia, menometrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping). Bleeding: metrorrhagia (bleeding b/w periods). Discrepancy noted in essure removal-in ppf it was reported that essure was removed, but as per plaintiff fact sheet (pfs): essure was not removed (currently planning: yes, no money and definite plans for removal) and as per medical records essure removal could not confirmed. Discrepancy noted for essure confirmation test conducted: no per pfs. Discharge letter (B)(6) 2013: indication of transvaginal hysterectomy: menometrorrhagia, postoperative course completely uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful occlusion. Hysteroscopy - on (B)(6) 2009: essure placement performed without difficulty. The left side revealed 1 coil showing. The right side revealed 3 coil showing. Investigation - on (B)(6) 2013: findings post transvaginal hysterectomy and rectocele repair: 8 to 10-week enlarged fibroid uterus; status post essure, redundant cul-de-sac/ enterocele. Normal tubes and ovaries bilaterally. Pathology test - on (B)(6) 2013: clinical history : menometrorrhagia. Final diagnosis : uterus 152 gm. Benign proliferative endometrium. Adenomyosis, diffuse. Mild chronic cervicitis. Gross description: 152 gm abdominal hysterectomy specimen with attached 3 x3.2 cm cervix. The uterine corpus measures 6 x5 x 4.5 cm. The adnexa are absent. The serosal surface is unmarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metrorrhagia and dysmenorrhea. Lot number: 20208778 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menometrorrhagia ('menometrorrhagia / abnormal bleeding (menorrhagia) / metrorrhagia (bleeding b/w periods)') in an adult female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's medical history included cholecystectomy, anemia, uterine fibroid, gerd, vaginal bleeding, diverticulosis (colonoscopy in 2010) and vaginal delivery (two). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury"), anxiety ("mental anguish/ anxiety") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced iron deficiency anaemia ("anemia / bleeding was causing anemia"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with blood transfusion, auxiliary products, ferrous sulfate, ibuprofen (motrin), paracetamol (acetaminophen) and surgery (hysterectomy full on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, genital haemorrhage and menorrhagia had resolved and the menometrorrhagia, iron deficiency anaemia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-pelvic/ abdominal, dysmenorrhea (cramping). Bleeding: metrorrhagia (bleeding b/w periods). Discrepancy noted in essure removal-in ppf it was reported that essure was removed, but as per plaintiff fact sheet (pfs): essure was not removed (currently planning: yes, no money and definite plans for removal) and as per medical records essure removal could not confirmed. Discrepancy noted for essure confirmation test conducted: no per pfs. Discharge letter (B)(6) 2013: indication of transvaginal hysterectomy: menometrorrhagia, postoperative course completely uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful occlusion. Hysteroscopy - on (B)(6) 2009: essure placement performed without difficulty. The left side revealed 1 coil showing. The right side revealed 3 coil showing. Investigation - on (B)(6) 2013: findings post transvaginal hysterectomy and rectocele repair: 8 to 10-week enlarged fibroid uterus; status post essure, redundant cul-de-sac/ enterocele. Normal tubes and ovaries bilaterally. Pathology test - on (B)(6) 2013: clinical history : menometrorrhagia. Final diagnosis : uterus 152 gm. Benign proliferative endometrium. Adenomyosis, diffuse. Mild chronic cervicitis. Gross description: 152 gm abdominal hysterectomy specimen with attached 3 x3.2 cm cervix. The uterine corpus measures 6 x5 x 4.5 cm. The adnexa are absent. The serosal surface is unmarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metrorrhagia and dysmenorrhea. Lot number: 20208778 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: plaintiff fact report sheet. Added event menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.